Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1( brand name). The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in scai stage c shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). The impella functioned as intended during the procedure, and was successfully explanted in the procedure area. After the impella was removed, the physician was unable to locate pulses in the impella leg; however, the staff never checked for pulses pre-procedure, so the baseline pulses were unknown. Out of an abundance of caution, the physician elected to perform a surgical intervention on the leg. It was noted that the patient had vasculopathy. The post-procedure outcome is survived at explant. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.